Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. H9: z-0958-2020. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 2.9d. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test.sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 41 to 50 mg/dl at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the insulin pump passed testing. The customer also had highs of up to 322 mg/dl. The customer reported having sensor issues. The customer had a low of 49 mg/dl on (B)(6) 2018. The customer has pancreatitis which makes it hard to treat their blood glucose. The customer reported battery issues that led to highs and diabetic ketoacidosis on (B)(6) 2018. The insulin pump will be returned for analysis. Insulin pump passed the full functional testing. Correction: loss of consciousness was in the past and diabetic ketoacidosis was also in the past on unknown dates.